Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was implanted during a pelvic floor repair procedure. According to the complainant, after the procedure, the patient experienced short-term dysuria. A urinary catheter was placed, and about 6-7 days after the implantation procedure, the patient attained normal continence.